Event description:
It was reported that a device was interrogated prior to implanting it into a patient. Upon interrogation, it appears the device was previously programmed for implant for a proposed patient over a year ago. As a result, the device battery was grayed out. The device is suspected of premature battery depletion. The device was not implanted and will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned, analysis of the device memory indicated there was a low telemetry battery voltage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).